Manufacturer narrative:
Submission of the initial MDR was performed with manufacturing report number 2028159-2015-06816 on (B)(6) 2015 but was not successful. A supplemental follow up 1 was submitted under manufacturing report number 2028159-2015-06816 on 25-sep-2015. Upon awareness, this initial report is being resubmitted under correct manufacturer report number 2028159-2015-06816. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported phaco power did not work during the set up of the system before a cataract surgery. Per the hospital staff, the ultrasounds were not working but the company representative did not detect the same problem and they started to use the instrument soon after his verification without any problem. There was no patient involved. No additional information is expected.